Event description:
The manufacturer reviewed the national death index information and the cause of death for the patient was reported to be acute myocardial infarction (unspecified).

Event description:
It was reported to a manufacturer representative in passing at a health system that the patient passed away. No further details were known by the hospital staff. The last known treating vns physician did not report the death. The last known treating vns physician reported to the manufacturer in (B)(6) 2014 that the patient was lost to follow-up. Therefore, they were not aware of the death. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was acute myocardial infarction, (unspecified), essential (primary) hypertension, gastrointestinal hemorrhage (unspecified), and other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.